Event description:
It was reported that the delivery rate is deviating. There was patient involvement/no adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The device was over delivering. The probable cause of the reported issue was due to too big expulsor. The expulsor was sanded down. The service history review had no indication that the complaint was related to a service of the device within the review period.